Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-4652, lot # fm0636622, description: std mitch trh cup size 46/52, manufacturer: depuy. Cat # mmh-9988-0046, lot # fm059426, description: mitch trh mod head size 46+0, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: "right hip replacement (B)(6) 2009. Previous left hip replacement (B)(6) 2009. Metal ion results at 1 year were raised. MRI scan performed showing large fluid collection. Revision performed right hip."